Event description:
It was reported that a shaft break occurred. During a procedure to treat a lesion, a 3.50 x 38 promus premier stent was advanced, but the balloon support broke in half while passing the lesion. The device was removed intact and no product remained inside the patient. Another 3.50 x 38 promus premier stent was advanced, but the balloon support broke in half while passing the lesion. The device was removed intact and no product remained inside the patient. It was noted that the it was not possible to deploy the two stents. The procedure was completed and no patient complications were reported in relation to this event.